Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was experiencing high bg (blood glucose) levels with reading of high (>500 mg/dl) on the pdm (personal diabetes manager). The patient was vomiting at home before going to the ER (emergency room). She reported that she vomited about 5 times prior to being taken to the ER. In the ER, they administered zofran to help with the vomiting. In the ER, they also gave her IV fluids, 1.5 to 2 bags of solution and insulin to stabilize her bg levels. Patient was discharged once she was stabilized.